Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with no cap on the dark blue connector and the white twist clamp was in the opened position. A visual inspection with the naked eye and magnification noted the twist clamp off the light blue main body. One of the occlude feet was broken; the occlude feet had yellow/brown staining. A broken occlude foot prevents the transfer set from closing the silicone tubing and a leak would occur when the twist clamp is turned to a closed state. The reported condition was verified. The cause of the condition could not be determined; however, the damage (cracked/broken) set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotic. No additional information is available.